Manufacturer narrative:
The investigation for automated impella controller (aic)-controller failure (red alarm) has been completed. The console log confirmed the reported failure mode. The controller error is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received. The root cause of the controller error was determined to be a firmware issue. The following have been reported incorrectly or missing from manufacturer device report e4 should have been left blank. G1 reporting contact fax number missing.

Event description:
The complainant reported a controller failure on the automated impella controller (aic). The controller was successfully exchanged for another controller.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.